Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012; 407658 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted for unknown reasons. The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up was attempted to be obtained from the patient's physician on why the lead explanted and no information was able to be obtained. No patient complications have been reported as a result of this event.